Event description:
The customer reported the system would intermittently shut down without command during fluoroscopy. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The dsm memory was replaced. The system was then found to be operating as intended.